Manufacturer narrative:
(B)(4). Results: the benchmark 6f 071 delivery catheter (benchmark dc) was fractured approximately 54.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the benchmark dc was fractured. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully withdrawn from its packaging at extreme angles, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the nurse pulled out the benchmark 6f 071 delivery catheter (benchmark dc) from the outer box and then the physician attempted to remove the benchmark dc from its packaging but the benchmark dc broke in half. The benchmark dc broke in half prior to use and therefore, was not used in the procedure. It was reported that the outer packaging of the benchmark dc was intact. The procedure was completed using a new benchmark dc.